Event description:
To whom it may concern, I am a recipient of an advanced bionics cochlear implant and have experienced unexplained auditory phenomena, including voices, music, and unexpected volume fluctuations, even when the device has no power source or external processor attached. I have conducted extensive personal testing, including: * changing locations statewide * using high-grade faraday shielding * contacting advanced bionics for assistance (but receiving no resolution) despite these efforts, the issue persists, leading me to believe that either the implant is malfunctioning, is susceptible to external interference, or there is an unknown factor at play. I am submitting this complaint not as an accusation, but as a request for investigation into whether: 1. This is a known issue with advanced bionics implants. 2. There are security vulnerabilities that could allow unauthorized access. 3. Others have reported similar experiences. I would appreciate any guidance on how to proceed and whether further medical or technical evaluations are recommended. Sincerely, (B)(6). No tests, yet. I'm trying to get my implant out, asap. I'll send my implant to ab for testing when it's out and not an emergent threat. I'll add to this report when ab has tested the implant, or when my doctor has tested it.